Event description:
Additional information received indicated the patient presented in clinic. It was noted the icm was transmitting again, however, no information was provided as to how the ble issue was resolved.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.